Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 or 60 mg/dl. The customer did not mention any symptoms of their blood glucose levels. Drive support cap appeared normal (slightly indented). The customer treated their blood glucose levels with apple juice. The customer was successfully assisted with troubleshoot and no further assistance was needed. The product is not expected to be returned for analysis.